Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the customer comment that there was case damage. The upper and lower cases were broken and corroded and were therefore replaced. Analysis also found that the battery drawer was broken and contaminated, the that interconnect flex was out of specification, that the serial number label was damaged, that the heart lead flex was contaminated and that one battery latch was broken. (B)(4).

Event description:
It was reported there is case damage on the epg (external pulse generator). The epg was returned for repair. No patient involvement or complications were reported. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.